Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a hospital admission due to a non cardiac health condition, this right ventricular lead was exhibiting high pacing thresholds and a decrease in sensing however impedances were confirmed stable. The physician suspected the lead had dislodged. The patient was showing evidence of atrial fibrillation with a right ventricular response; the electrogram review was suggestive of fusion after ventricular pacing. No further intervention was taken nor deemed necessary as the physician stated the av node was intact. To date, this lead remains implanted.